Event description:
It was reported that in the gsicu when performing the central venous catheter insertion, the tip of the dilator was found split and the dilator was bent. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4).